Event description:
It was reported that in the pt's room, the guide wire could not be inserted due to kinking. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.